Manufacturer narrative:
Section e: the initial reporter was the patient. Regarding regional privacy laws, the reported physician that performs pump refills was instead included in section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via foreign who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient has had a synchromed 2 pump implanted since (B)(6) 2013. The pump was replaced in (B)(6) 2020. The date (B)(6) 2020 is considered an approximate date of pump implant (specific month and year known only). At the last pump refill performed in (B)(6) of 2025, the pump showed a residue reservoir volume of 3.4 ml when read; however, the actual remaining amount was still over 8 ml. The patient was "questioning if" that was a big deviation. The pump holds 40 ml and is refilled every 8 weeks. According to the selection protocol, the pump must be replaced again in autumn of 2026. The patient was questioning if the pump should possibly be replaced earlier regarding the pump no longer calculates correctly regarding the volume discrepancy or if the battery was already running low. The patient wanted to travel for 8 weeks in (B)(6) or (B)(6), so they believed proper operation of the pump should be guaranteed. The patient "further reported" that during the pump fillings in (B)(6), and (B)(6), the actual residual pump reservoir volume was always only 1 to 1.5 ml above the calculated volume. The patient planned to wait for the next pump refill. It was further noted that in fact they felt like they needed more boluses and sometimes they only seem moderate. At the time of the report technical services reviewed the pump was designed for a service life of 7 years. It was being considered that a pump implanted in (B)(6) of 2020 would be expected to last until march of 2027. Technical services further reviewed that at the next refill appointment, if the remaining amount in the reservoir again high, it would be important that the physician contacts technical services to discuss testing options. And if the therapy effect becomes insufficient and or a pump alarm occurs, to patient should then contact their physician/clinic immediately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign patient. It was reported that the patient's age and gender was unknown due to privacy laws. The serial number was unknown but would be asked. It was stated that the volume discrepancy only occurred in september and the other refills were fine. The exact dates were unknown. It was unknown if another volume discrepancy was identified at the next refill date as there was no feedback from the patient yet. The patient stated they needed a refill every 8 weeks, so there was a chance they had no refill until now. Diagnostics/troubleshooting performed was unknown and reported to be unlikely. The cause of the event was unknown and no actions/interventions were performed. The drug used at the time of the event was unknown and it was unknown if the issue had resolved. The pump was still in use.

Event description:
Additional information received indicated that according to the patient there was no discrepancy anymore at the last refill. The patient would contact them again in case of future issues. The health care provider (hcp) was not involved, so they were legally not allowed to give them any information about the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (foreign) via a company representative. The last refill was fine as 2.8 ml was the estimated pump reservoir volume verses 5.5 ml that was actually aspirated from the pump. The pump administered morphine. The serial number of the pump was not available.

Manufacturer narrative:
2.3 correction: the date of event was corrected from being 2025-sep-19 to 2025-mar-01. 2025-mar-01 is considered an approximate date of event (specific month and year known only). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.